Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), device breakage ("breakage") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), anxiety ("anxious") and depression ("depressed"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abdominal pain, pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: given a MRI has shown breakage and migration, it is likely that plaintiff will need to undergo additional surgical intervention as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: breakage and migration. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device"), device breakage ("breakage") and genital haemorrhage ("heavy, abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was conducted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain / pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses / abnormalbleeding (vaginal, menorrhagia),"), anxiety ("anxious"), depression ("depressed") and vaginal haemorrhage ("abnormalbleeding (vaginal, menorrhagia),"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, genital haemorrhage, abdominal pain, pelvic pain, abdominal pain lower, dysmenorrhoea, menorrhagia, anxiety, depression and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure confirmation test was performed but no results were provided. Given a MRI has shown breakage and migration, it is likely that plaintiff will need to undergo additional surgical intervention as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): nuclear magnetic resonance imaging - on an unknown date: results: breakage and migration. Most recent follow-up information incorporated above includes: on 13-may-2019: pfs received : reporter added, essure insertion date updated. Patient demographic updated. New event vaginal haemorrhage was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.